Event description:
It was reported that the patient received several inappropriate shocks due to oversensing of both leads. X-ray revealed twisted leads and dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Boston scientific crm received information that this pacemaker did not pass a portion of the returned products testing, suggesting a possible performance issue.

Manufacturer narrative:
Analysis found that the sensing coil was fractured close to the crimp sleeve to the connector ring as a result of fatigue. Due to increased stress and an accelerated fatigue, over time the sensing coil fractured. This resulted in the reported oversensing and high lead impedance.